Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of pseudo seizures and hypertension could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2023 through (B)(6) 2023, per the timestamps. A manually silenced driveline power fault alarm was captured throughout the file. This alarm was previously addressed under MFR# 2916596-2022-15175. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists other neurological events (not stroke-related), and hypertension as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication and provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had dizziness, lightheadedness, and syncopal episodes. Implantable cardioverter defibrillator (ICD) interrogation was negative for arrhythmia, and the patient had htn but was not compliant with medications. It was determined that the patient was having pseudo seizures. Neurology was following the patient. The patient was stable and discharged home.